Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal delivery total was inaccurate. Reportedly, the customer's personal profile had it set to 28.05 units. The customer reported only receiving 27.942 units on (B)(6) 2017 and 26.329 units on (B)(6) 2017. Tandem technical support informed the customer that the basal total could be off due to various reasons; customer acknowledged. There was no information provided regarding the customer's blood glucose level.